Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm was reported. A philips service engineer (se) reported that there was a misalignment in the touch position. The se reported that a calibration was performed, but the issue was not resolved. The se replaced the touchscreen to resolve the issue.

Manufacturer narrative:
The replaced touchscreen was returned to philips, and the failure investigation was performed. The touchscreen failed. Resistance measurements are out of specification. The out-of-spec resistance results are the reason for the touch screen misalignment issue.